Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and mildly calcified distal right coronary artery to atrioventricular branch. Following pre-dilation with a 2.5mm balloon catheter, a 2.50 x 38mm synergy ii drug-eluting stent was delivered but advancing difficulty was encountered when the tip entered the atrioventricular branch. However, it was noted that the distal part of the stent strut was lifted. Dilation was performed again using a nc balloon catheter and the procedure was completed with a 2.5x38mm non-bsc stent. No patient complications nor injuries were reported.